Manufacturer narrative:
(B)(4). The complaint mask is currently en route to fisher & paykel healthcare for evaluation. Fisher & paykel healthcare has requested further information from the hospital that reported this complaint. We will provide a follow-up report upon receipt of the requested information and complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the mask seal on an rt040m full face mask separated from the base. The hospital reported that the "glue failed on the bottom of the mask" after 24 hours of use and the patient's "blood gases and sao2 levels were dropping." It was reported that the seal had completely detached from the bottom of the mask, however, the seal remained attached at the sides of the mask. The patient was fitted with a new mask and his blood gases and oxygen saturation levels returned to normal.